Event description:
One resolute integrity drug-eluting stent was successfully deployed to lcx which exhibited 75% stenosis. Approximately 6 days later the patient felt chest pain. Stenosis was found in the deployed stent which was aspirated using thrombuster and ballooning using a sprinter legend. No clinical sequelae were reported.

Manufacturer narrative:
Results: inherent risk of procedure (stent thrombosis). (B)(4).